Event description:
During implantation, once the lead was positioned inside the patient's body and the butterfly clipped onto the connecting pin, the connecting pin was found to be bent and the doctor implanted another lead. There were no consequences for the patient.

Event description:
During implantation, once the lead was positioned inside the patient's body and the butterfly clipped onto the connecting pin, the connecting pin was found to be bent and the doctor implanted another lead. There were no consequences for the patient.

Manufacturer narrative:
Analysis synthesis: the manufacturing process of the lead was re-investigated, and all production steps and tests had been performed according to all applicable procedures. Based on the quality controls in place to prevent the distribution of products with such damage, and considering the bending was not observed during the final visual inspection of the packaging nor at the time the physician took the lead. It is suspected that the connector pin was damaged either during the butterfly tool positioning or by an inadequate removal butterfly. It could have occurred either by the application of an excessive load, due to insufficient tool opening or incorrect positioning on the connector pin. Another possibility is related to inappropriate butterfly removal, caused by a sudden movement. The physician¿s manual provides the following indication to attach the butterfly tool to the connector pin.